Event description:
It was reported that during a clinical trial that the pt experienced adverse effects with a harominic scalpel. It was reported the pt was admitted through the emergency room with complaints of substernal chest pain. A transthoracic echo was performed on 04/20/1999. The echo showed pericardial effusion with tamponade. The pericardial effusion increased in size from 04/13/1999. A pericardial window procedure was performed on 4/21/1999.